Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. Once retain sample from the same lot (7442219) was dimensionally inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Event description:
It was reported that approximately 7 weeks post lens implant, z-syndrome vaulting was noted due to asymmetric capsular bag contraction. The lens was exchanged for another model and diopter lens. Patient prognosis was excellent. Glassed were prescribed for distance, driving and walking. This event pertains to the patient's left eye.